Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approved software. Sensor data was analyzed and no abnormalities were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed on the reported complaint for a sensor related error message and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed and indicated that the libre sensor kit passed all tests before release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified error message with the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced a loss of consciousness and had contact with a healthcare professional who administered insulin (type/dose unknown) intravenously for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving an unspecified error message with the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced a loss of consciousness and had contact with a healthcare professional who administered insulin (type/dose unknown) intravenously for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approved software. Sensor data was analyzed and no abnormalities were observed. Sensor state 7 with event code 11,224 and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, this issue is not confirmed due to lsa. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified error message with the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced a loss of consciousness and had contact with a healthcare professional who administered insulin (type/dose unknown) intravenously for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approved software. Sensor data was analyzed and no abnormalities were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed on the reported complaint for a sensor related error message and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified error message with the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced a loss of consciousness and had contact with a healthcare professional who administered insulin (type/dose unknown) intravenously for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.